Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 syringe alrg sftygld 1ml w/ndl 27x1/2 rb were found to be defective, and 2 had safety mechanism failures before use. The following was reported by the initial reporter: "it was reported that some of the needles are bent, extremely dull, or defective/partially melted. Event description per attached email states: awareness date: (B)(4) 2020. Date of event: (B)(6) 2020. Customer concern: customer states that needles are bent or extremely dull. In some instances they are too dull to penetrate pt skin and syringe and antigen must be discarded. Patient/user impact: in some instances they are too dull to penetrate pt skin and syringe and antigen must be discarded. Other comments: customer sent photo of syringe that appears to be defective/partially melted."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2020-11-04. Investigation summary: customer returned (4) 1cc bd safety glide allergy syringes without any packages. Customer states that some of the needles are bent, extremely dull, or defective / partially melted. All returned syringes were examined and two samples exhibited cracks in the barrel. Also, one sample exhibited a bent cannula and a hooked point on the cannula. No defects were observed on the safety mechanisms. Both syringes were examined using a microscope, and it was observed that both cannula points exhibited issues regarding the bevels. A review of the device history record was completed for batch#: 9302217. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200852238] noted that did not pertain to the complaint. No exact root cause determined. CAPA: 1256985 was opened to address needle point integrity issues.

Event description:
It was reported that 3 syringe alrg sftygld 1ml w / ndl 27x1/2 rb were found to be defective, and 2 had safety mechanism failures before use. The following was reported by the initial reporter: "it was reported that some of the needles are bent, extremely dull, or defective / partially melted. Event description per attached email states: awareness date: october 2, 2020, date of event: on (B)(6) 2020. Customer concern: customer states that needles are bent or extremely dull. In some instances they are too dull to penetrate pt skin and syringe and antigen must be discarded. Patient / user impact: in some instances they are too dull to penetrate pt skin and syringe and antigen must be discarded. Other comments: customer sent photo of syringe that appears to be defective / partially melted."